Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a severely tortuosity, severely calcified lesion exhibiting 90% stenosis in the proximal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using another medtronic balloon. It is reported that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. No stent deformation was evident. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel, most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.